Manufacturer narrative:
This report is being filed on an international product, list number: 8p13 and there is a similar product distributed in the us, list number: 04z21. Patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I that occurred on (B)(6) 2023 and provided the following sample data for 1 patient (reference cutoff values: female 15.6 pg/ml; male 34.2 pg/ml). Sample ID: (B)(6) result was 285 ng/l (285 pg/mll). The result did not have historical consistency so the sample was repeated on the afias and cobas platforms, which generated negative results (no objective value or range provided). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely elevated result for alinity I stat high sensitive troponin- I reagent lot number 47105ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 47105ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding the identified product. Device history record review did not identify any related non-conformances or deviations associated with lot 47105ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. A review of field data determined the median patient results for lot reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin- I reagent lot number 47105ud00 was identified.